Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod packing coils (pod pc) pusher. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly distal detachment tip (ddt). The embolization coil was undamaged. Conclusions: evaluation of the returned pod pc revealed a fully functional device. During functional testing, the pod pc was advanced through its introducer sheath with resistance as the pusher assembly mid-joint was advance through the introducer sheath friction lock. The pod pc was then advanced through a demonstration microcatheter without issue. The non-penumbra microcatheter identified in the complaint was not returned for evaluation; therefore, the root cause of the initial resistance experienced during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the follow-up #01 MFR report and is being included on this follow-up #02 MFR report:3005168196-2019-01181.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery (sa) using pod packing coils (pod pc). During the procedure, while advancing a pod pc, the physician experienced strong resistance approximately 20 centimeters from the proximal end of the microcatheter. It was reported that the physician attempted to advance and retract the pod pc several times; however, the issue was not resolved. The procedure was completed using a new pod pc and the same microcatheter. There was no report of an adverse effect to the patient.